Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that impedances on electrode 15 were greater than 15,000 ohms. The representative tested impedances on the restore ins prior to implanting the intellis. The restore showed no impedance issue and the intellis showed an issue with electrode 15. They removed the intellis and reconnected the restore and the restore battery showed normal impedances again. When they reconnected to the intellis battery the same impedance issue occurred on electrode 15. The representative noted that impedances seemed higher in general on the intellis battery. They programmed around electrode 15 and the patient had therapy after the ins replacement. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the high impedances was not determined. They removed the leads multiple times from the battery to clean them and make sure they look ok but this didn't resolve the issue. The patient's weight was unknown. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.